Event description:
(B)(4)(our importer) received a call on (B)(6) 2015 reporting medical intervention that occurred on (B)(6) 2015 around 3pm. Patient(la) stated that she was given 2 high glucose results by the prodigy meter which prompted her to take too much insulin. Patient's husband subsequently found her passed out. Patient was experiencing symptoms of unconsciousness. Patient stated conflicting results for the reading on the prodigy meter at the time of the event. One being 250mg/dl or higher and the other 410mg/dl. Patient thinks the 410mg/dl result might have been taken with her relion meter but is not sure. Patient's normal blood glucose reading around the time of this event is 84-140mg/dl. The following medications were taken prior to the medical attention: prograf, cellcept, valcyte, bayer baby aspirin, xanax, florastore, lexapro. Patient also stated she took humalog due to glucose test results she received using the prodigy meter. While waiting on ems patient gave herself 2 glucagon shot and patient's husband gave her an additional glucagon shot and called emt. Upon arrival paramedics tested patient's blood glucose with their meter with a result of 34mg/dl. Paramedics also performed a cbc and basic metabolic test on patient. Patient was transported to the ER by paramedics. Patient's blood glucose upon arrival at ER was 180mg/dl. Patient was only given treatment for nausea while at ER. Patient's glucose reading prior discharge from ER was 211mg/dl. Patient's total stay at ER was 3 hours. Additional details: on the day of the event at 9:00am patient checked her blood glucose and got a reading of 289mg/dl so she took 6 units of humalog along with her regular morning medications. At 1:00pm her blood glucose was 350mg/dl so she took 10 units of humalog and only drank water. At 2:00pm her blood glucose was 80mg/dl (B)(4) sent replacement and prepaid envelope requesting return of suspect system.